Event description:
A customer reported that their battery was depleting faster than usual. There was no adverse impact to the customer¿s blood glucose level reported. The customer declined further troubleshooting, and no additional actions were taken by technical support.